Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 308mg/dl, 210mg/dl. Tests were done < 10 minutes apart with a difference of 34%. Pt did not experience any adverse events.